Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician elected to perform a dft after the system was implanted successfully and the pocket was being sutured. The patient was successfully induced. The initial shock did not convert the patient but a secondary shock converted the patient to an atrial tracked rhythm. At this point, the patient stopped breathing. Medical intervention with a ambubag was performed, however oxygen saturation continued to drop and the patient was intubated. The patient's blood pressure continued to decrease, at which point the device appropriately detected and treated 6 episodes of vf. Possible fine vf was observed on the external monitor that was not detected by the device. Several shocks were delivered through the device but, did not convert the patient. Multiple external defibrillation shocks were delivered and a cardiac code was called. The physician requested the device be completely disabled. The patient expired.